Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a hard time starting up. The screen did not return after inserting a new battery. The customer received several motor error alarms. Customer's blood glucose level was not reported. The drive support cap was sticking out. The insulin pump had a crack by the drive support cap. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump was received with motor error alarm during occlusion test and unable to prime during prime test due to faulty force sensor resistor. The motor passed motor test. The drive support disk was inspected and no anomaly was noted. The insulin pump had normal operating currents and no unexpected off no power or low battery alarm or blank display noted. The insulin pump had cracked case at display window corner, minor scratched lcd window, cracked battery tube threads, broken belt clip slot at battery tube threads area, cracked reservoir tube lip, cracked reservoir tube window and missing end cap sticker.